Event description:
A surgeon reports a case of inflammatory reaction postoperatively. Surgical intervention was performed (tap and inject) and the culture was negative, showing no growth. The surgeon stated that the patient presented with classic tass, so he is working with the surgery center to identify the root cause. Follow-up information was provided by the surgeon who reported that the patient's visual acuity improved to 20/30 with minimal inflammation. The event is being reported on the basis of unknown etiology.

Manufacturer narrative:
The stent remains implanted in the patient and is not available for evaluation. The device and patient identifiers have been requested on several occasions, but were not provided. Intraocular inflammation is listed as a potential adverse event in the device labeling and is considered a known inherent risk of cataract and glaucoma surgery. (B)(4).